Event description:
A report received from another country, indicated that a pt suddenly died twenty-three months after implantation of a cypher stent in the proximal left circumflex. Eight month and twenty-three month follow up coronary angiogram showed that the stent was patent. But aspirin and ticlopidine hydrochloride were stopped when the pt fell from the bed and hit his head during a hospitalization for arteriosclerosis obliterans. Five days after the fall, the pt went into convulsions died suddenly. Autopsy was not performed. According the physician, the cause of death is unk but a relationship with the cypher stent cannot be ruled out because the event occurred after anti-platelet therapy was stopped.

Manufacturer narrative:
The cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.